Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The root cause of high fluctuation pacing impedance, fluctuating r-wave amp sensing, and noise were not confirmed.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to intermittent pacing lead impedance and r-wave sensing values. There was also noise episodes noted on the rv lead. No damage was noted on the lead during the replacement procedure, and an issue with the device header was suspected. The device was also explanted and replaced and the patient was stable with no consequences. Related manufacturer report number: 2938836-2017-30773.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. All damage noted to the lead body was consistent with that occurring at time of explant. The field reports of highly fluctuating pacing impedance, fluctuating r-wave amp sensing values, and noise were not confirmed.